Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. At this time the physician noted that there was air behind the device. The air bubble were relieved/broken up and the procedure was continued. The closure device met release criteria and was successfully implanted in the laa of the patient. There were no patient complications that occurred and the patient was doing fine.